Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 24.5 mm, with a length of 40 mm. It was reported that approximately three months post-operative, the patient presented emergently with a cold leg and an abi of 0.2. The physician performed an intervention the following day, using 3, 4 and 5 mm fogarty catheters to remove thrombus in the right limb of the graft. The thrombus appeared to be only in the right limb, up to the level of the flow divider. The right hypogastric artery was also noted to be occluded and was only receiving retrograde collateral flow. An endurant ii stent graft was then placed inside the right limb of the stent graft extending from the right hypogastric artery, which was already covered, to the flow divider of the bifurcate. An angiogram was performed, which still showed limited flow. When the physician removed the sheath, it was full of fresh clots, so a fem-fem bypass was performed on the right leg. The patient had 18,000 units of heparin during the procedure, but his act never rose above 250, leading the physician to believe the patient may have antithrombin 3 deficiency. No additional clinical sequelae were reported and the patient is fine. A review of several returned sill angio photos and videos confirmed that the ipsilateral limb was placed into the left iliac, and the contralateral limb into the right iliac. Thrombus was seen along the full length of the right/contra limb, including within the gate. The distal runoff also appeared weak within the right external iliac; as compared to the stronger flowing left limb. The left/ipsi limb was patent. The cause of the occlusion could not be determined; no stent graft issues were seen.

Manufacturer narrative:
(B)(4).